Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to calling ccc, the customer was getting level sense errors. The customer ran patient samples in a limited cup and did not obtain level sense errors, but the patient results were imprecise and were reported to the physician(s). Ccc instructed the customer to reseat the level sense connections. The customer ran a sample as sample cup and limited cup, and both results were comparable and no level sense errors were obtained. The customer ran a system check, rechecked all sample probe alignments, and reran all patient samples obtained on the day of event. The customer performed quality controls (qc), which were within range. The ccc instructed the customer to flush the integrated multi-sensor technology (imt) rotary valve with hot water and to remove and flush t- fitting at intake air filter. The customer did not find any visible clot in the t- fitting. The customer inspected the imt port waste line at the waste bottle, no visible clot was noted. The customer then conditioned the imt line and scrubbed the imt port. The customer then calibrated the imt and ran precision testing, which resulted with imprecision. The customer then replaced tubing, and ran a dilution check to review precision, which resulted with imprecision. The customer replaced all fluids, calibrated the imt, and ccc advised the customer to place a rubber band around the imt. The customer ran precision testing, which resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the imt tower, sample level sense/conduit cable, reagent probe 1 ultrasonics, and sample flush pump. The cse then replaced the diluent and used deionized water from a different source. The cse then ran precision testing with patient samples and also ran qc, which were acceptable. The cse then ran a system check, which passed. The cse then ran instrument qc, which was within range. The cause of the discordant na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained for sodium (na), potassium (k) and chloride (cl) on three patient samples on a dimension xpand plus with hm instrument. The initial discordant results were reported to the physician(s). Patient sample 1 was repeated twice on the same instrument, resulting higher on first repeat and lower on second repeat. Patient sample 2 was repeated twice on the same instrument, resulting higher and matching between the repeats. Patient sample 3 was repeated twice on the same instrument, resulting higher with each repeat. Patient samples 2 and 3 were repeated after troubleshooting was performed by the customer. The corrected results were reported to the physician(s). It was not indicated which set of repeat results were reported as corrected. There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.